Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 1-oct-2015, an fse visited the customer facilities and found a spill with serum on the sample loader x2. The fse cleaned and disinfected the area under sampler and sensors. He also cleaned and lubricated the hybrid arm cup pickup assembly. Then he ran samples and verified proper instrument performance. The instrument was working as intended. No further actions were required by field service. The most probable cause of the reported event was loader x2 axis home sensor dirty due to serum spill.

Event description:
On (B)(6) 2015, a customer reported sample loader x2 axis errors with their aia-2000 analyzer. The customer was unable to run pth patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of pth patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.